Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('delayed hypersensitivity to nickel/nickel allergy') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reactions"), pelvic pain ("pelvicpain"), depression ("depression/anxious-depressive clinical picture"), anxiety ("anxiety"), panic attack ("panic attacks"), pruritus ("itching"), urticaria ("hives"), headache ("headaches/cephalia"), arthralgia ("arthralgia"), vomiting ("vomit"), diarrhoea ("diarrhoea"), abdominal pain upper ("epigastralgia"), back pain ("backache"), pain ("generalized pain"), malaise ("malaise"), abdominal distension ("abdominal bloating") and emotional distress ("distress"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2018. The patient was treated with surgery (laparoscopic hysteroscopy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, genital haemorrhage, swelling, hypersensitivity, pelvic pain, depression, anxiety, panic attack, pruritus, urticaria, headache, arthralgia, vomiting, diarrhoea, abdominal pain upper and back pain had not resolved and the pain, malaise, abdominal distension and emotional distress outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, depression, diarrhoea, emotional distress, genital haemorrhage, headache, hypersensitivity, malaise, pain, panic attack, pelvic pain, pruritus, swelling, urticaria and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test positive - on an unknown date: epicutaneous test showed the following diagnosis: ¿delayed hypersensitivity to nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('delayed hypersensitivity to nickel / nickel allergy') and perforation ('organ perforation') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reactions"), pelvic pain ("pelvicpain"), depression ("depression / anxious-depressive clinical picture"), anxiety ("anxiety"), panic attack ("panic attacks"), pruritus ("itching"), urticaria ("hives"), headache ("headaches / cephalia"), arthralgia ("arthralgia"), vomiting ("vomit"), diarrhoea ("diarrhoea"), abdominal pain upper ("epigastralgia"), back pain ("backache"), pain ("generalized pain"), malaise ("malaise"), abdominal distension ("abdominal bloating") and emotional distress ("distress"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2018. The patient was treated with surgery (laparoscopic hysteroscopy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, genital haemorrhage, swelling, hypersensitivity, pelvic pain, depression, anxiety, panic attack, pruritus, urticaria, headache, arthralgia, vomiting, diarrhoea, abdominal pain upper and back pain had not resolved and the perforation, pain, malaise, abdominal distension and emotional distress outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, depression, diarrhoea, emotional distress, genital haemorrhage, headache, hypersensitivity, malaise, pain, panic attack, pelvic pain, perforation, pruritus, swelling, urticaria and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test positive - on an unknown date: epicutaneous test showed the following diagnosis: ¿delayed hypersensitivity to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: event organ perforation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('delayed hypersensitivity to nickel / nickel allergy') and perforation ('organ perforation') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reactions"), pelvic pain ("pelvic pain"), depression ("depression / anxious-depressive clinical picture"), anxiety ("anxiety"), panic attack ("panic attacks"), pruritus ("itching"), urticaria ("hives"), headache ("headaches / cephalgia"), arthralgia ("arthralgia"), vomiting ("vomit"), diarrhoea ("diarrhoea"), abdominal pain upper ("epigastralgia"), back pain ("backache"), pain ("generalized pain"), malaise ("malaise"), abdominal distension ("abdominal bloating") and emotional distress ("distress"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2018. The patient was treated with surgery (laparoscopic hysteroscopy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, genital haemorrhage, swelling, hypersensitivity, pelvic pain, depression, anxiety, panic attack, pruritus, urticaria, headache, arthralgia, vomiting, diarrhoea, abdominal pain upper and back pain had not resolved and the perforation, pain, malaise, abdominal distension and emotional distress outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, depression, diarrhoea, emotional distress, genital haemorrhage, headache, hypersensitivity, malaise, pain, panic attack, pelvic pain, perforation, pruritus, swelling, urticaria and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test positive - on an unknown date: epicutaneous test showed the following diagnosis: ¿delayed hypersensitivity to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('delayed hypersensitivity to nickel / nickel allergy') and perforation ('organ perforation') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2011, c-section in 1998, multigravida (pregnancies 3,), parity 1 and nickel sensitivity. No relevant personal surgery-medical records. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced menstruation irregular ("irregular bleedings") and coital bleeding ("bleeding with intercourse"), 6 years 4 months after insertion of essure. On (B)(6) 2018, the patient experienced trichomoniasis ("trichomonas infection"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reactions"), pelvic pain ("pelvic pain"), depression ("depression / anxious-depressive clinical picture"), anxiety ("anxiety"), panic attack ("panic attacks"), pruritus ("itching"), urticaria ("hives"), headache ("headaches / cephalia"), arthralgia ("arthralgia"), vomiting ("vomit"), diarrhoea ("diarrhoea"), abdominal pain upper ("epigastralgia"), back pain ("backache"), pain ("generalized pain"), malaise ("malaise"), abdominal distension ("abdominal bloating") and emotional distress ("distress"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2018. The patient was treated with metronidazole and surgery (laparoscopic hysteroscopy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, genital haemorrhage, swelling, hypersensitivity, pelvic pain, depression, anxiety, panic attack, pruritus, urticaria, headache, arthralgia, vomiting, diarrhoea, abdominal pain upper and back pain had not resolved and the perforation, pain, malaise, abdominal distension, emotional distress, menstruation irregular, coital bleeding and trichomoniasis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, coital bleeding, depression, diarrhoea, emotional distress, genital haemorrhage, headache, hypersensitivity, malaise, menstruation irregular, pain, panic attack, pelvic pain, perforation, pruritus, swelling, trichomoniasis, urticaria and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2018: zt type 2 normal. No zones bleeding with contact are observed.. Cytology - on (B)(6) 2018: anatomopathological diagnosis: sample: satisfactory for assessment, general classification: microorganisms, diagnostic interpretation: trichomonas.. Skin test positive - on an unknown date: epicutaneous test showed the following diagnosis: ¿delayed hypersensitivity to nickel; on (B)(6) 2007: gold sodium thiosulfate 0.5%, copper sulfate 2%, manganese chloride 0.5%, silver nitrate 1%, titanium dioxide 10%, tin chloride 0.5%, ferrous chloride 2%, potassium dichromium 0.5%, nickel sulfate 5%.; on (B)(6) 2018: rule out allergy to essure elements. Nickel sulfate 5%: positive (+++) at 96 hours. Clinical judgment: late hypersensitivity to nickel.. Ultrasound abdomen - on (B)(6) 2018: no findings, pelvis is good. Ultrasound scan - on (B)(6) 2018: normal adnexa, essures visible with unsatisfactory placement.. X-ray - on (B)(6) 2018: no essure remains are observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2022: dob, coital bleeding, irregular bleedings.trichomonas infection added as event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('delayed hypersensitivity to nickel / nickel allergy') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reactions"), pelvic pain ("pelvicpain"), depression ("depression / anxious-depressive clinical picture"), anxiety ("anxiety"), panic attack ("panic attacks"), pruritus ("itching"), urticaria ("hives"), headache ("headaches / cephalia"), arthralgia ("arthralgia"), vomiting ("vomit"), diarrhoea ("diarrhoea"), abdominal pain upper ("epigastralgia"), back pain ("backache"), pain ("generalized pain"), malaise ("malaise"), abdominal distension ("abdominal bloating") and emotional distress ("distress"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2018. The patient was treated with surgery (laparoscopic hysteroscopy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, genital haemorrhage, swelling, hypersensitivity, pelvic pain, depression, anxiety, panic attack, pruritus, urticaria, headache, arthralgia, vomiting, diarrhoea, abdominal pain upper and back pain had not resolved and the pain, malaise, abdominal distension and emotional distress outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, depression, diarrhoea, emotional distress, genital haemorrhage, headache, hypersensitivity, malaise, pain, panic attack, pelvic pain, pruritus, swelling, urticaria and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test positive - on an unknown date: epicutaneous test showed the following diagnosis: ¿delayed hypersensitivity to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.